Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the connector pins of the patient cable were bent.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2916596-2021-03415. Please refer to MFR # 2916596-2021-03415 for the manufacturer's investigation conclusion. The manufacturer is closing the file on this event.